Manufacturer narrative:
After its return, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated, and the memory content was analyzed. The pacemaker switched to the battery status "eri" on the day of the explantation due to cold transport or storage conditions. The battery status "eri" was reset successfully. After that, the device's capability to deliver therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. Next, the memory excerpt of the programmer was analyzed. The data document that a re-initialization took place. After re-initialization, a bet is only possible if the programming wand is removed for a few seconds. The performance of a bet was possible without problems during the analysis. In summary, the implant proved to be within the electrical specifications. A bet during the analysis was successful. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - during interrogation, the device needed to be re-initialized, which was performed successfully. Despite the event description suggesting this device remains implanted, it was returned for analysis.